Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that, during a routine follow up, the daily measurements for this cardiac resynchronization therapy defibrillator (crt-d) showed high out of range right ventricular shock impedances greater than 125 ohms for six consecutive days. The shock impedance value during the clinic visit was normal. The physician elected to continue monitoring the system. This crt-d remains in service at this time. No adverse patient effects were reported.